Event description:
It was reported that the device was unable to be interrogated and elicited no tone when a magnet was applied. It was suspected that the battery was dead. The device remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.